Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the homechoice cassette and the heater bag leaked. This event occurred during use while the patient was connected. The patient stated the clamps were closed and they disconnected. The technical service representative assisted with ending therapy and getting the set out. There was no patient injury or medical intervention associated with this event. No additional information is available.